Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was noted that the charging had increased to twice a week. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.